Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Essure confirmation test(s) conducted, specify yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pruritus ("itching of skin") and skin odour abnormal ("terrible odor in armpits"). In june 2017, the patient experienced pelvic pain ("pelvic pain / chronic / severe pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), headache ("headache"), pain in extremity ("leg and arm pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection") and chest pain ("chest pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and skin disorder ("skin problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, pruritus and skin odour abnormal outcome was unknown and the pelvic pain, abdominal pain upper, back pain, headache, pain in extremity, urinary tract infection, chest pain and skin disorder had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, chest pain, dysmenorrhoea, genital haemorrhage, headache, pain in extremity, pelvic pain, pruritus, skin disorder, skin odour abnormal and urinary tract infection to be related to essure. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing on the left side. On (B)(6) 2016, she had hysterosalpingogram test. Discrepancy noted in essure confirmation test information. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Lot number: cs000z1, manufacture date: 2015-10, expiration date: 2018-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Essure confirmation test(s) conducted, specify yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pruritus ("itching of skin") and skin odour abnormal ("terrible odor in armpits"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / chronic / severe pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), headache ("headache"), pain in extremity ("leg and arm pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection") and chest pain ("chest pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and skin disorder ("skin problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, pruritus and skin odour abnormal outcome was unknown and the pelvic pain, abdominal pain upper, back pain, headache, pain in extremity, urinary tract infection, chest pain and skin disorder had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, chest pain, dysmenorrhoea, genital haemorrhage, headache, pain in extremity, pelvic pain, pruritus, skin disorder, skin odour abnormal and urinary tract infection to be related to essure. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing on the left side. On (B)(6) 2016, she had hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff fact sheet received. Events added from pfs- chest pain, skin problems. Outcome of event urinary tract infection, pelvic pain, abdominal pain upper, back pain, headache, pain in extremity were updated. Onset date of event pelvic pain, abdominal pain upper, back pain, headache, pain in extremity, urinary tract infection, pruritus, skin odour abnormal were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Essure confirmation test(s) conducted, specify yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pruritus ("itching of skin") and skin odour abnormal ("terrible odor in armpits"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / chronic / severe pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), headache ("headache"), pain in extremity ("leg and arm pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection") and chest pain ("chest pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and skin disorder ("skin problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, pruritus and skin odour abnormal outcome was unknown and the pelvic pain, abdominal pain upper, back pain, headache, pain in extremity, urinary tract infection, chest pain and skin disorder had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, chest pain, dysmenorrhoea, genital haemorrhage, headache, pain in extremity, pelvic pain, pruritus, skin disorder, skin odour abnormal and urinary tract infection to be related to essure. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing on the left side. On (B)(6) 2016, she had hysterosalpingogram test. Discrepancy noted in essure confirmation test information. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Lot number: cs000z1, manufacture date: 2015-10, expiration date: 2018-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc. (Product technical complaint) , follow up 5 & 6 processed together. On 19-mar-2020: no new information updated. Follow up 05 & 06 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Essure confirmation test(s) conducted, specify yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("pelvic pain/chronic/severe pain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), headache ("headache"), pain in extremity ("leg and arm pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), pruritus ("itching of skin") and skin odour abnormal ("terrible odor in armpits"). At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain upper, back pain, headache, pain in extremity, urinary tract infection, pruritus and skin odour abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, genital haemorrhage, headache, pain in extremity, pelvic pain, pruritus, skin odour abnormal and urinary tract infection to be related to essure. The reporter commented: the device was in good position with 5 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing on the left side. On (B)(6) 2016, she had hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: reporter, concomitant and medical history were added. Essure lot number added. Added events stomach pain, back pain, headache, leg and arm pain, infection (bladder/urinary tract/vaginal) type: urinary infection, itching of skin, terrible odor in armpits. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.